Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was placed and removed on (B)(6) 2011 in the left femoral artery in the cath lab. The balloon of the catheter burst within the body. No loose debris was noted. No reported pt injury or complication. Pt is noted as "well."